Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) france alleging that his onetouch verio iq meter was displaying an error 4 message when attempting to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged meter issue began on (B)(6) 2016. The patient manages his diabetes with oral medications, diet and exercise and stated that he made no change to his usual diabetes management routine as a result of the alleged meter issue. The patient reported that on (B)(6) 2016 he developed bruises on his fingers as a result of having to prick his fingers several times to obtain a blood glucose result. The patient denied that he received any treatment. At the time of troubleshooting the cca noted that this was not the first time the product was being used, the test strips had been stored correctly and within their expiry date. The test strip completely drew in the blood sample. In addition the patient detailed that they carried out the correct testing procedure. The patient was unable/unwilling to answer if the issue had been resolved after cca walked through a retest replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.